Manufacturer narrative:
There are no reports of any suspicion of infection. There are no known issues of external trauma or other events leading up to the ipg eroding through the skin. The information available is not sufficient to draw any conclusions as to a specific cause of skin erosion wich took place nearly 3 years after implanting the system.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat upper extremity pain. Approximately 3 years after implanting the system the implantable pulse generator (ipg) began to erode through the skin. On (B)(6) 2025 the ipg was removed due to the erosion. The implanted leads were left in place with no reports of any plans for further intervention at this time.